Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
An optometrist reported a patient was treated with the wrong axis in the left eye during lasik. Upon follow up information received, the patient's left eye was retreated and the issue has resolved.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the logfile for the treatment day showed that the reported treatment with the refraction sphere 0.25, cylinder 1.50, and axis 141 which is equal to the refraction sphere +1.75, cylinder -1.50, axis 51 that could be showed in the treatment report, but the pre refraction of the patient is cylinder -1.50, axis 50. Thus, the reported wrong axis used could be confirmed. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. The root cause is that the wrong refraction entered in system by the user. The root cause is user error. The manufacturer internal reference number is: (B)(4).